Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor response buttons were non-functional.

Manufacturer narrative:
During evaluation of the monitor a reportable malfunction was found. The response buttons were non-functional. The root cause of the non-functional response button cannot be positively identified. No adverse event resulted from the damaged monitor.